Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer continued to use current pump for insulin delivery. There was no adverse impact to customer¿s blood glucose level.